Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, phacoemulsification power was lost and the ultrasound sounded different. The phaco tip was tightened and the cassette was replaced, but this did not solve the issue. A different phaco handpiece was used with the original phaco tip to resolve the issue.